Event description:
A pixel issue was reported on the pump display, affecting the customer's ability to read the screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be shipped, and the customer reverted to using multiple daily injections (mdi) for back up therapy. The customer was guided on putting the pump into storage mode and returning it with a pre-paid label.